Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. The customer was unable to finish troubleshooting but was instructed by tandem technical support to clean the pneumatic tap area and load a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.